Event description:
It was reported to philips that the lead set was broken. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the lead set was broken. The customer wants a quote for leas set. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG lead set. A quote for lead set to be sent to customer. The device remains at the customer site and no further evaluation is warranted at this time. The lead set is customer replaceable.